Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the insulin pump received motor error and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that they received no deliveries and motor errors, diminished battery life. It was reported that the squirts insulin while priming, rewind was louder noise than it used to be. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm, failed battery test alarm or prime/fill anomaly due to motor error alarm. The reservoir tube lip was partially broken off but the test reservoir locked in place properly. (B)(4).